Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, it was determined that the electrode array was not positioned optimally within the cochlea, resulting in a decision to explant. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).